Event description:
Doctor attempted to pass a stent into right coronary artery distal lesion, unable to pass proximal lesion. Guideliner was inserted, and the stent was reinserted and the stent got caught on the guideliner rail. The doctor was still unable to pass the stent into the guideliner over the guidewire, and finally it was sequestered. A new stent and new guideliner were inserted and the stent was deployed in the lesion.